Event description:
It was reported that on (B)(6) 2026, his omnipod 5 delivered his bolus amounts of insulin multiple times in the middle of the night while he was sleeping. It was unspecified how many times the patient was reporting boluses. The blood glucose urgent low alarm went off, and he was taken to the emergency room (ER) where his blood glucose was 15 mg/dl. If there were any symptoms, diagnosis, and treatment they were not specified. Multiple attempts were made to reach reporter for further information; however, they were unsuccessful therefore information is limited.

Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that the system began receiving urgent low (less than 40 mg/dl) estimated glucose values at 00:21 on (B)(6) 2026 and received them through pod deactivation at 02:06 on (B)(6) 2026. The patient history buffer (phb) data showed that the system was in automated mode at the time and automated insulin delivery had been suspended since 23:21 on (B)(6) 2026. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. The cloud data showed that multiple boluses were delivered during this period, with most boluses being based on a carb entry, glucose entry, or both. The last bolus delivered prior to the urgent low glucose values was a 5 u bolus at 21:56 on (B)(6) 2026. Repeated bolus amounts of 5 u and 2 u were seen in the bolus records. Without log files, it could not be determined if the controller was interacted with to program and start the boluses listed in the cloud. The exact cause of the reported uncommanded bolus event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.